Manufacturer narrative:
The customer reported that the rns (remote network station) will not power on. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The unit was sent to the original equipment manufacturer (OEM) for repair/exchange. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) will not power on.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) will not power on. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The unit was sent to the original equipment manufacturer (OEM) for repair/exchange. The unit was evaluated and the reported problem of no power with good power cord and ac socket was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.